Event description:
A patient underwent uncomplicated bilateral cataract surgery with hydrus microstent implantation; left eye surgery took place on (B)(6) 2021. At baseline, the patient had best-corrected visual acuity (bcva) of 20/25 and intraocular pressure (iop) of 18 mmhg on 2 iop-lowering medications. Approximately 1-week post-op ((B)(6) 2021), the bcva was 20/32 with iop 12 mmhg (on 2 iop-lowering medications) in addition to four times daily prednisolone acetate, non-steroidal anti-inflammatory (nsaid), and antibiotic topical medication. The eye was quiet without inflammation and the steroid and nsaid were subsequently tapered. Approximately one week later, the patient had trace cell on twice daily prednisolone and nsaid but reported symptoms of photophobia and mild pain in the contralateral eye (right eye). Steroid treatment was subsequently increased in both eyes. Over the course of 6 months, attempts to taper the steroid resulted in rebound inflammation so the patient continued once daily prednisolone. On 12/13/2021, bcva was 20/50 and iop was 16 mmhg (on the same 2 iop-lowering medications and once daily prednisolone) with the implant remaining in situ.

Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Ocular inflammation and photophobia in are listed in the device labeling as potential adverse events. This report is for the left eye, refer to MDR 3016075957-2022-00006 for the right eye. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The explanted microstent and the delivery system used for explantation were returned to ivantis for evaluation. The microstent met dimensional and visual specifications. The original delivery system was not available for analysis; however, functional testing was performed with the microstent and the delivery system used for explantation. The device functioned as intended during advancement, release, retraction, and recapture. No issues were found. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2022, the patient underwent hydrus explantation.